Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact admiral paclita drug eluting balloon to treat a severely calcified proximal sfa lesion. The lesion was 100 mm in length with 70% stenosis. The artery diameter is 6 mm with no tortuosity. No abnormalities were reported in relation to the patient¿s anatomy. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. No embolic protection was used. The in.pact admiral paclita drug eluting balloon was passed through a previously deployed stent and no resistance was encountered during advancement. No excessive force was used. A non-medtronic inflation device was used. The balloon burst at 8 atms on the first inflation. The physician completed the procedure using a fortrex balloon and placing a covered stent. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the catheter returned with its original pouch and box. During the technical investigation, the device was visually inspected. The balloon catheter shows traced of blood in the balloon and along the shaft. The device had no damage: no shaft kinks or deformations, no tip damage. A 30 mm longitudinal cut was detected on the proximal side of the balloon. The guidewire used was 0.035" and a 6 fr competitor sheath was also utilised. The lesion was not pre-dilated. If information is provided in the future, a supplemental report will be issued.